Event description:
International customer reported that a pt underwent rectal cancer resection and vaginal reconstruction. Seven surgical drains were placed. The drains were removed nine days post-op per procedure. It was noted that the drainage was low and the surgeon observed that the drains were occluded. It was found that the pt has a pelvic hematoma and was returned to surgery in 2007 for evacuation of the hematoma.

Manufacturer narrative:
The actual device which caused this event is not known. International affiliate reports the following possible products: lot 45233isp, mfg date 11/2006, exp date 01/2012; lot 45452isp, mfg date 01/2007, exp date 03/2012; lot 45081isp, mfg date 10/2006, exp date 12/2011; lot 37220isp, exp date 05/2002, exp date 06/2007; lot 37815, mfg date 08/2000, exp date 10/2007; lot 45691isp, mfg date 03/2007, exp date 04/2012; lot 45866isp, mfg date 04/2007, exp date 05/2012. User error caused the event. The product insert warns the user that an effective closed suction system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.